Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that he unit was out of tolerance at 30% (measuring 24.6 %) and 100% (measuring 94%). The fse recommended that the customer replace the flow sensor assembly. The customer reported that the issue was the oxygen sensor feeding the certifier. The customer replaced the oxygen cell and the issue was resolved.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. Event date not specified, estimate used.